Manufacturer narrative:
The field representative confirmed the atrial discriminators were programmed off for pre- and post-shock, and the mode was reprogrammed to vvir. It was found the atrial lead was not able to sense at all. The device remains in service. It was reported the patient would follow-up with their normal device physician after they were released from the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) felt weak and unwell. A review of device information was performed, where it was noted the patient had received a shock and anti-tachycardia pacing (atp) for vt. Noise was observed on the shock electrogram. The right atrial (ra) channel was flat, there was possibly undersensing. No pacing or capture was observed. It was noted the patient was in atrial fibrillation (af). Technical services discussed the v-v cycle was resetting the timing, resulting in the lack of ra pacing. It was recommended to turn off the atrial discriminator for pre- and post-shock. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, undersensing and loss of pacing on the ra channel that was observed clinically.

Event description:
The device was later explanted and replaced due to normal battery depletion. The device was returned for laboratory analysis. No change to the ra lead was made, the lead remains in service with the new device.